Event description:
It was reported by the user facility that during priming of the extracorporeal circuit, leakage from the oxygenator unit was observed and appeared to be originating from beneath the oxygenator fiber bundle. There was no pt involvement and the oxygenator was replaced prior to initiation of bypass procedure. The bypass procedure was completed without incident.